Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the needle hub has a hairline crack. Air bubbles were visible during aspiration. No report of the patient's condition.

Manufacturer narrative:
Qn#(B)(4). The customer returned a sterile cs-25854-e kit. The kit was opened and the needles in the kit were examined. Both the 18ga introducer needle and the 20ga needle from the catheter over needle assembly did not exhibit any evidence of cracking. A review of the device history records (DHR) for both needles in the kit did not reveal any manufacturing related issues. Complaint verification testing could not be performed because the actual complaint sample was not returned for analysis. A sterile kit was returned and opened for examination. A DHR device history record review was performed and it did not reveal any manufacturing related issues. The probable cause of the needle hub cracking could not be determined based upon the information provided and without the actual complaint sample.

Event description:
The customer alleges that the needle hub has a hairline crack. Air bubbles were visible during aspiration. No report of the patient's condition.